Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm that occurred during a bolus and high blood glucose levels. The customer's blood glucose level was 587 mg/dl. The customer did not treat. During troubleshooting, the customer found an off no power alarm in the alarm history. The customer performed the displacement test and it passed. The customer was informed that the device was working as designed and to monitor the device and call back if problems persisted. Nothing was replaced or returned.